Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert of low, out of range impedance was observed via remote transmission. There were no adverse events to the patient. The lead was capped and replaced (B)(6) 2016.